Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 81% stenosed target lesion was located in the moderately calcified and severely tortuous mid left anterior descending artery. Following three dilatations with a 2.0x20mm maverick balloon catheter, a 2.50 x 28mm synergy¿ stent was advanced to treat the lesion. However, after several attempts, the device failed to cross due to calcification and it was noted that the stent strut was damaged. Subsequently, another 2.50 x 28mm synergy¿ stent was advanced but also failed to cross. The patient was scheduled for rotablation. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the crimped stent found that the first 8 proximal stent rows were damaged, bunched and misaligned. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 81% stenosed target lesion was located in the moderately calcified and severely tortuous mid left anterior descending artery. Following three dilatations with a 2.0x20mm maverick balloon catheter, a 2.50 x 28mm synergy¿ stent was advanced to treat the lesion. However, after several attempts, the device failed to cross due to calcification and it was noted that the stent strut was damaged. Subsequently, another 2.50 x 28mm synergy¿ stent was advanced but also failed to cross. The patient was scheduled for rotablation. No patient complications were reported and the patient's status was stable.